Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10921, 0001825034-2018-10922, 0001825034-2019-03498. Event date: unknown date in (B)(6) 2018. (B)(4). Medical product: vanguard ps femoral, catalog #: 183104, lot #: j3642784; biomet cc cruciate tray, catalog #: 141233, lot #: j6035794; series a patella, catalog #: 184784, lot #: 503700; palacos rg, catalog #: 00111314001, lot #: 86004593. Therapy date: unknown date in (B)(6) 2018. Reported event was unable to be confirmed due to limited information from the customer. Primary operative notes provided state that there were no intra-operative complications. No devices or photos were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a procedure to remove scar tissue and experienced inflammation, swelling, and warm to the touch. Patient alleges possible metal allergy and will undergo further testing.